Manufacturer narrative:
(B)(4). The device is reportedly unavailable for investigation. The device history review could not be conducted since the lot number was not provided.

Event description:
The suture capturing device cut the suture off the bullet. On a second attempt it cut the bullet off and the bullet was stuck in the driver. The patient's condition is unknown.